Event description:
The event is reported as: "complaint alleges that the neb has poor aerosol output and takes a long time to nebulize. Alleged defect occurred during patient use." No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.